Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post implant, while exercising using an elliptical bike at home, the patient with this device received inappropriate shock therapy due to t-wave oversensing. The patient was seen subsequently for a stress test, at which time system programming was changed from secondary to primary. No further modifications were required; however, the physician elected to repeat defibrillation testing which returned a successful conversion but lower than expected impedance measurements. Additionally, the physician later reported that in primary vector, the time to therapy appeared longer than expected and inquired if an increase in the gain setting would be of value. Technical services (ts) reviewed information and stated, the impedance values returned during shock delivery, could be dependent on patient position during shock delivery and although low, were not out of range. Time to therapy was also reviewed and concluded to be normal device operation. The prolonged induction in primary vector was related to the type of induced arrhythmia and sensitivity adjustment and not related to amplitude of the signal thus a shorter time with a gain adjustment is not likely. To date, this device remains implanted and in service.